Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is:(B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in the left eye approximately six weeks post photorefractive keratectomy enhancement. The patient will see another doctor for additional surgical consult. Additional information requested.